Manufacturer narrative:
This report is filed on january 25, 2018.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2017 due to a performance decrement with device use. The patient was re-implanted with a new device during the same surgery.